Event description:
Pt reported the down button on the infusion device does not function properly. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Insulin device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.